Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the stylus and cursor were not aligned. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. Product ID: r2067, serial# (B)(4); product ID: 229047, serial# (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the programmer was returned for service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer's stylus was out of alignment. Three attempts were made to re-calibrate the stylus, and a new stylus was also swapped, but the issue remained. It was recommended that the programmer be returned for service. No patient complications have been reported as a result of this event.